Event description:
It was reported that the customer had issues with his sensor and blood glucose readings. His blood glucose level was over 300 mg/dl but his sensor glucose reading was around 40 mg/dl. The insulin pump went into threshold suspend when his blood glucose level was not low. The customer was having issues with his high blood glucose level due to his infusion sets. When he tried to insert four sensors, in the serter, the sensor's needle hub would bend. The tape was also not sticking. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.